Event description:
It was reported that the patient presented at the emergency room (ER) due to a syncopal event in which the patient fell. The hospital electrocardiogram (EKG) revealed a heart rate as low as thirty beats per minute (bpm). The patient is pacemaker dependent. Due to the patient's fall, minor scrapes to the arms and legs occurred along with a bump on the head. No additional medical treatment was administered to the patient for these injuries. Upon interrogation, an alert for ventricular pacing lead impedances was present, which indicated multiple low impedance values out of range. The right ventricular (rv) lead was also oversensing in both unipolar and bipolar sensing during additional lead testing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01, implanted: (B)(6) 2008. (B)(4).